Event description:
It was reported that approximately two days post implant of an implantable pulse generator (ipg) system the patient experienced severe pain beneath their left arm to their back that was triggered by arm movement. It was also reported that the patient experienced tenderness and below the incision line was swollen. It was also reported that the patient experienced bruising. The patient was prescribed medication for the pain. The ipg remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.